Event description:
It was reported that during the procedure the coil was broken/fractured prior to deploying. No other information is available at this time.

Manufacturer narrative:
The device was returned and the reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the coil delivery wire and the proximal contact were seen to be kinked. The main coil was seen to have no break/fractures and was severely stretched. The device was returned without the sutra present. Functional inspection was not carried out due to the condition of the returned coil. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil fracture was not confirmed during the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the 'coil snapped prior to deploying'. There was no additional information available. The device was returned and there was no break/fracture noted to the coil, however there was significant stretching noted to the coil with damage to the suture, which may have been perceived as a fracture. An assignable cause of not confirmed will be assigned to the reported event of the main coil broken/fractured during use. The delivery wire and proximal contact were kinked. It is probable that the main coil was stretched and the suture was damaged in the attempt to position the coil prior to deployment, therefore an assignable cause of procedural factors will be assigned to the analyzed defect of the main coil stretched and main coil suture damage. It is probable that the delivery wire and proximal contact were kinked as a result of handling of the device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the analysed defect of the coil delivery wire kinked/bent, and the coil proximal contact kinked/bent. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the coil was broken/fractured prior to deploying. No other information is available at this time.